Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4). Material no: 256082; batch no: 1384669. It was reported that false negative result. Customer problem: costumer alleges false negative result. Steps taken with customer/troubleshooting: verification. And qc. Assay kit lot number (check if kit lot # has w at the end): 1384669. Sample collection: nasal. What type of sample was collected? Nasal. What swab was used to collect the sample (was the swab included in the kit used)? Yes. How long after collection was the swab tested?< 1 hour. Test workflow: as indicated on package insert. How long was the sample incubated? 15 min. How many drops were added to the sample well on the test device? 3. Was walk-away mode used or analyze now mode? Read now. Were the kit qc swabs tested and if so, did they pass? Yes. 3rd attempt to contact costumer to request additional information case #: (B)(4). Customer was unable to answer the phone but request to send the email one more time. Results: is the customer reporting a false positive or false negative? Fn. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? No. Used veritor plus. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Unknown at this time. Contact costumer for aditional information. How many specimens were discrepant (fp or fn)? 1 (one). Was the patient(s) symptomatic when tested on the veritor plus analyzer:unknown at this time. Contact costumer for aditional information. Were patients symptomatic or asymptomatic? Unknown at this time. Contact costumer for aditional information. 1. Screening test ¿ no known exposure? 2. Screening test - known exposure that is currently asymptomatic? 3. Asymptomatic but dr recommended testing? On average how many tests do you run per week?unknown at this time. Contact costumer for aditional information. Was there any patient impact as a result of the false result?unknown at this time. Contact costumer for aditional information.

Manufacturer narrative:
H6: investigation summary this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0252805. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 1384669 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. It is unknown what type of confirmation testing was performed. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4). Material no: 256082. Batch no: 1384669. It was reported that false negative result. Customer problem: costumer alleges false negative result. Steps taken with customer/troubleshooting: verification. And qc assay kit lot number (check if kit lot # has w at the end): 1384669. Sample collection: nasal. What type of sample was collected? Nasal. What swab was used to collect the sample (was the swab included in the kit used)? Yes. How long after collection was the swab tested? < 1 hour. Test workflow: as indicated on package insert. How long was the sample incubated? 15 min. How many drops were added to the sample well on the test device? 3 was walk-away mode used or analyze now mode? Read now. Were the kit qc swabs tested and if so, did they pass? Yes. 3rd attempt to contact costumer to request additional information case #: (B)(4). Customer was unable to answer the phone but request to send the email one more time. Results: is the customer reporting a false positive or false negative? Fn. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? No. Used veritor plus. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Unknown at this time. Contact costumer for additional information. How many specimens were discrepant (fp or fn)? 1 (one). Was the patient(s) symptomatic when tested on the veritor plus analyzer:unknown at this time. Contact costumer for additional information. Were patients symptomatic or asymptomatic? Unknown at this time. Contact costumer for additional information. Screening test ¿ no known exposure? Screening test - known exposure that is currently asymptomatic? Asymptomatic but dr recommended testing? On average how many tests do you run per week?unknown at this time. Contact costumer for additional information. Was there any patient impact as a result of the false result?unknown at this time. Contact costumer for additional information.